Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that their high definition lcd monitor could not be turned on. The issue was found during preparation for use for a diagnostic procedure, which was completed without delay using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a g1 board malfunction, causing failure to power up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.